Event description:
It was reported that the pump touchscreen on, but the display remained black. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.